Manufacturer narrative:
The auxiliary common gas outlet switch was replaced, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The ge healthcare service representative reported the unit had a large leak that was discovered during planned maintenance. There was no report of patient involvement.